Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, two amplatzer septal occluders (aso) were implanted as there were two defects which were 7 mm apart. This approach was per the product IFU recommendation. At the time of implant, the 7 mm aso was delivered and appeared secure at the time of deployment. A routine tee performed on (B)(6) 2016 found that the 7 mm aso had embolized and the patient underwent percutaneous removal. Another device was not implanted and the patient is reported to be stable.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.